Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test positive for nickel") and device dislocation ("plain abdomen xray showed that markers on left side were not aligned") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device intolerance ("poor tolerance to essure inserts") and adverse event ("multiple symptoms nos"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the allergy to metals, device dislocation, device intolerance and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, device dislocation and device intolerance to be related to essure. The reporter commented: two dates of removal were reported with no further information: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: on (B)(6) 2013: showed asymmetrical inserts; markers on left side were not aligned. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: duplicate case was identified with f/u information - during a cluster reconciliation and following confirmation from the local health authorities, this case was identified as a duplicate of (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy test positive for nickel") and device dislocation ("plain abdomen xray showed that markers on left side were not aligned") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device intolerance ("poor tolerance to essure inserts") and adverse event ("multiple symptoms nos"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the allergy to metals, device dislocation, device intolerance and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, device dislocation and device intolerance to be related to essure. The reporter commented: two dates of removal were reported with no further information: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2013: showed asymmetrical inserts; markers on left side were not aligned. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.